Manufacturer narrative:
Internal report # (B)(4). Report number: mw5071836 notification received thi : (B)(6) 2017. FDA report: (B)(6) 2017. Date of event: (B)(6) 2017. Since customer was not contacted, product not returned for evaluation. Most likely underlying root cause: (B)(4)- user had an inaccurate reference- alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system note: manufacturer attempted to obtain reporter's information (on (B)(6) 2017 via email to the FDA) in order to clarify the event description and obtain more information about the complaint. The report that was sent is the copy that provides us with all the allowed releasable information from the report. Unfortunately,FDA was unable to release any further information that pertains to the report in question. Unable to establish contact with the customer at this time.

Event description:
Medwatch sent by FDA. Meter serial number: not provided. Pt states he has a chemistry background with leadership position and had a 35 yr background in chemical analysis, had his bs results with this are not reliable pt states this meter does not work. Pt states he has had this for nearly a year with it not being reliable with different meter sent from trividia, test strips from the same bottle, different bottle and different shipment . Ex results all at the same sitting. True metrix air, 140, 170 with the same drop blood, true result 100, 105 same drop of blood. True metrix air 100 and true result 99. Pt used control solution to test meter. He feels there is a cover-up when they switched from true result and why true result was discontinued. Dates of use approx. 2016 to present off and on.